Manufacturer narrative:
A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that the patient received a right total hip arthroplasty on (B)(6) 2012. On the morning of (B)(6) 2012, the patient felt her hip slide in and out. She most likely bent over 90 degrees her operated. The patient is still monitored to the date of this report.